Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analyst engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for less than 24 hours. Although the physician indicated that the cause of the pneumothorax was due to the location of the lesion which was in the pleura, it is unknown as to what extent the ion endoluminal system may have contributed to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax. The physician reported that, initially, he was unaware a pneumothorax occurred. However, after a routine post procedural chest x-ray, a pneumothorax of moderate to large sized appearance was discovered. A chest tube was placed on the patient. An overnight (less than 24 hours) hospitalization was required. The patient recovered and the chest tube was removed. The patient was discharged the following day without additional interventions. The physician confirmed that there was no ion system product failure. Per the physician, the pneumothorax occurred due to the location of the lesion which was in the pleura and "a pneumothorax was inevitable." He stated that the pneumothorax could have occurred with any other lung biopsy modality.